Event description:
A customer contacted global technical services (gts) requesting assistance with set up on the homechoice (hc) unit. The home patient (hp) stated that she forgot to open the clamp to the patient line. The hp stated she didn't realize this until after she had connected and started the initial drain. The technical service representative (tsr) advised the hp to start over with new supplies due to air being in the line when she started. The tsr then assisted the hp with ending current therapy so that she could setup with new supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). No further information is available. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the line. The report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based upon the information obtained from baxter?s investigation, the cause of the air in tubing was user error. The hp stated she connected before priming was complete. The homechoice apd systems patient at-home guide instructs users when and how to prime the set. Users are instructed to open the patient line clamp for priming and there is warning not to continue therapy after prime unless the fluid level is at or near the connector at the end of the disposable set patient line. This review found the labeling adequate for the potential use error in the complaint.. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.